Event description:
Routine offiice check found loss of pacer output, with no spikes on EKG. Chest x-ray revealed fractured pacemaker lead. Scheduled fr replacement of pacemaker lead. Surgical procedure to replace lead done on 11/10/97.